Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip device was returned for product evaluation. The returned device included mated hemostasis sheath and carrier tube assembly, arteriotomy locator and header bag. Visual inspection revealed that the anchor was released at the distal tip of the sheath. The device cap in forward lock position with the color bands concealed. No other deformation or damage was observed on the locator. Functional testing was performed. The device cap was moved to rear lock position and the anchor posted at the distal tip of the sheath. The force was applied and the collagen along with tamper tube released. The complaint can be confirmed for partial deployment device pullout. The root cause is the device was not placed in full rear lock position prior to pulling back of the device. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Patient identifier - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal footplate did not deploy. The device was inserted to close and device was pulled back to set for closure. The plate did not set, therefore manual pressure was held for hemostasis. There was no adverse event for the patient. The patient condition was normal and stable. The estimated blood loss was less than 250cc. The case was completed normally. Additional information was received on 10jun2021. An 8fr procedural sheath was used. A pre-deployment angiogram was performed. The footplate would not deploy, and all components were removed and there was no harm to patient. Additional information was received on 11jun2021. The procedure was a cerebral angiogram.